Event description:
The customer reported the unit alarmed and went vent inop. The ventilator was not in use on a patient, therefore there was no patient harm or involvement reported. The customer replaced the power supply before calling for manufacturer service. During service, the manufacturer service technician reported external batteries were functioning below specification. Review of the ventilator diagnostic code history revealed the ventilator's backup battery had depleted prior to the vent inop occurrence. When ac power is not present, the ventilator will switch to external battery and alarm and will continue ventilation, and then to backup battery when external battery power is no longer available. This event is being reported as a user error. The diagnostic log showed the ventilator had been operating on backup battery power which then depleted during extended use. Per the ventilator's operators manual, when the ventilator is powered by backup battery it will generate a nonresetable, nonsileanceable alarm every 60 seconds. During this state a yellow battery in use led is lit. Operation will continue in this state until the battery capacity is nearly expended. When the battery has only about 5 minutes of operation left, an audible, nonresetable high priority alarm will sound and a red battery low led will flash continuously. When the battery low indicator is flashing red, operation of the ventilator from the battery power should be discontinued. The backup battery will charge when the ventilator is plugged into a viable ac supply.